Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter near the balloon got broken during the procedure, probably because the contrast agent flowed into the balloon. Therefore, the catheter was replaced through the same site with a new one. No harm to the patient was reported and no other medical intervention was required.

Event description:
It was reported that the catheter near the balloon got broken during the procedure, probably because the contrast agent flowed into the balloon. Therefore, the catheter was replaced through the same site with a new one. No harm to the patient was reported and no other medical intervention was required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.